Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states the display was intermittently going off. There was no patient involvement.